Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia also insulin pump receive insulin flow block alarm. The customer blood glucose level was 409 mg/dl at the time of incident and the current blood glucose level was 419 mg/dl. Customer stated they took insulin shots. Customer did not ok to troubleshot for high blood glucose value also declined to troubleshot for insulin flow block alarm. Customer states they had tried all remedies. The device will not be return for analysis.